Manufacturer narrative:
Further information was received indicating this event was a duplicate and investigation findings will be reported in manufacturer report number 2916596-2021-02713.

Event description:
It was reported that the patient had a controller switch on (B)(6) 2021 due to white cable reading no power connection. On sunday (B)(6) 2021 patient called with alarm external power disconnect when connected to mpu, mpu brought to use today has green power symbol when plug into the wall. Patient has been on battery since this event occurred. Unfortunately, due to the amount of pi events captured in the log the no external power event was not captured in this event log. Data captured goes back to (B)(6) 15:37 and we cannot look back any further than that. Newer incoming data has pushed out the older data. There is the possibility that the mpu may be damaged. The mpu didn¿t get unplugged for the wall. Orthdynamics is replacing the mpu due to when I hooked up to a controller, no power was shown on controller. Mpu wasn¿t working appropriately.